Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particle contamination on bottom closure, top closure and on rear panel was found during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.